Event description:
It was reported by the plaintiff's attorney that on an unspecified date the plaintiff was implanted with an unspecified pelvic mesh to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergone corrective surgery or surgeries." The plaintiff's attorney also alleged that the plaintiff "sustained severe and permanent pain, suffering, disability," and "impairment."

Manufacturer narrative:
It is unk what ams pelvic mesh product was implanted. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.